Event description:
It was reported that noise was observed on the atrial lead. It could be reproduced through pocket manipulation. Device sensitivity was reprogrammed. The physician would continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.